Event description:
It was reported that stent premature deployment occurred. The target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was selected for stenting. However, during the procedure, it was noted that the stent was unloaded after reaching the lesion location. The procedure was completed with another of the same device. The patient was stable post procedure. It was further reported that the target lesion was 80% stenosed, mildly tortuous, and moderately calcified. It was also noted that the stent was dislodged after reaching the lesion and had not prematurely deployed. It was further reported that when the stent reached the lesion site, most of the stent was released prematurely during deployment. The physician believed that it was beyond his control and unable to cover the lesion, so the stent was retrieved and simply removed from the patient's body.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. The device was returned with the stent already deployed from the delivery system. No damage or issues were noted with the deployed stent. Visual examination revealed that there were no issues with the stent cup, stent holder, or tip that could have contributed to the complaint. A visual and tactile examination of the catheter identified no issues or any damage with the catheter.

Manufacturer narrative:
The device was returned with the stent already deployed from the delivery system. No damage or issues were noted with the deployed stent. Visual examination revealed that there were no issues with the stent cup, stent holder, or tip that could have contributed to the complaint. A visual and tactile examination of the catheter identified no issues or any damage with the catheter.

Event description:
It was reported that stent premature deployment occurred. The target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was selected for stenting. However, during the procedure, it was noted that the stent was unloaded after reaching the lesion location. The procedure was completed with another of the same device. The patient was stable post procedure. It was further reported that the target lesion was 80% stenosed, mildly tortuous, and moderately calcified. It was also noted that the stent was dislodged after reaching the lesion and had not prematurely deployed.

Event description:
It was reported that stent premature deployment occurred. The target lesion was located in the carotid artery. A 10.0-31 carotid wallstent was selected for stenting. However, during the procedure, it was noted that the stent was unloaded after reaching the lesion location. The procedure was completed with another of the same device. The patient was stable post procedure.